Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition could not be verified as evaluation did not properly assess for the reported condition of not automatically restart. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. Evaluation experienced a false downstream occlusion during testing. The cause was identified to be a tubing guide which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed distal occlusion test. During preventative maintenance. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was reported stating that the spectrum pump "would not automatically restart" after a downstream occlusion. No additional information is available. Corrected information h10; the reported "downstream occlusion test failed, would trip at approximately 1 pounds per square inch (psi)" was reproduced during evaluation as a false downstream occlusion and verified through a review of the event history log by the presence of downstream occlusion alarms. Should additional relevant information become available, a supplemental report will be submitted.